Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, per the patient, her pump had "fallen from the mesh pouch and was sticking out." This occurred in 2015. She told her physician, but he did not take any action. No diagnostic testing had been done. The patient had no symptoms. The circumstances leading to the pump sticking out and steps taken to resolve the issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.